Event description:
The customer reported the ac power module failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module failed. There was no reported pt involvement. The customer replaced the ac power module with one of their own and resolved the problem. The ac power module was not available for eval. We will consider this a malfunction of the ac power module.